Event description:
It was reported that a patient underwent a hernia ipom repair procedure on (B)(6) 2012 and mesh was used. The patient developed a recurrent hernia. During the reoperation, it was noted that the mesh was not incorporated into the tissue. The mesh had slipped into the hernial sac. Additional information has been requested.

Manufacturer narrative:
(B)(4): recurrent hernia occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02635. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.